Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 402 mg/dl at the time of the incident. Customer stated that the insulin pump had no delivery alarm. Customer realized that they forgot to put insulin in the reservoir and customer was disoriented and was not able to do the changing of set and reservoir process correctly. Customer was advised to seek for healthcare professional's advice. The insulin pump will not be returned for analysis.